Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the flange was broken on the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: the needle was broken from the start.

Event description:
It was reported that the flange was broken on the bd ultra-fine¿ insulin syringe. The following information was provided by the initial reporter, translated from japanese to english: the needle was broken from the start.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/15/2022. H.6. Investigation: customer returned a single 0.3ml, 29 gauge, 12.7mm syringe from lot 1095010. One side of the barrel flange has broken off entirely. A review of the device history record was completed for batch # 1095010 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of a broken flange. Root cause: maintenance dispatch (l2l) was reviewed, and l2l was created for the transfer dial not keeping up and the main dial damaging the barrel. The printed barrels transport down a rail that feeds into a main dial where silicone is added into the barrel. Air jets control the flow of the syringes entering the main dial. If more the one syringe enters the main dial, damage to the syringe may occur. H3 other text : see h.10.